Manufacturer narrative:
Additional information: based on the limited information received, it seems possible that the active electrode has been damaged, most likely due to an external impact on the implant side. The device has been explanted but will reportedly not be received for failure investigation.

Event description:
The patient has no access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no access to sound. Re-implantation will take place although a date is not yet known.